Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7089662, model/catalog description: scs-linear leads-MRI, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7089485, model/catalog description: scs-linear leads-MRI, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were explanted and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.